Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the 511st inner gasket of trocar sleeve ripped. The sleeve was replaced with a 511sd which also broke shortly thereafter. 01/13/1999 the 511sd was used to complete the case. Rep witnessed the case and stated the gasket ripped long before the suture entered the trocar. There was no consequence to the patient.